Event description:
The lesion was in-stent restenosis (isr) of 7mm of self expandable stent located in right superficial femoral artery (sfa). The angiosculpt was inflated twice at eight atmospheres each in the lesion. As a result, the physician recognized the lesion was almost dilated thus the angiosculpt was retrieved without any resistance. However, the physician considered an add'l dilation was required for the lesion by the angiosculpt considering the dilation status. At this usage of the angiosculpt, he noticed material peeling in its distal tip when he confirmed it prior to use. The procedure was finished when this event was identified. The complaint device was discarded in the hospital because the pt was suffered in infectious disease.

Manufacturer narrative:
Foreign: country of origin is (B)(6). Method: product disposed by hospital, thus unable to evaluate device. Although the company is submitting this medwatch report for a reported distal bond peel, the company believes that distal bond peel is not reasonably likely to cause or contribute to a death or serous injury upon recurrence. The company recently submitted an MDR for a distal bond peel that resulted in a separation, which had occurred post-procedure (MDR # 3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for a distal bond peel complaint.